Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that piece of the flow rate indicator on the end of the line fell off. Verbatim: nurse reported piece of the flow rate indicator on the end of the line fell off. See pictures for details.